Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. The issue did not adversely impact the customer¿s blood glucose level. The customer was advised to uninstall and reinstall the mobile app and to monitor if battery depletion exceeds 35% per day, which the customer understood and agreed to do.